Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed competitive atrial pacing and automatic mode switch on the pacemaker. The physician elected to explant and replace the pacemaker. The patient condition was unknown.

Manufacturer narrative:
Correction: after reviewing the pacemaker did not need to be submitted as medical device report 2017865-2024-01678, since this did not show a complaint or a malfunction and did not cause a serious event.